Manufacturer narrative:
The device was not available for evaluation; it was discarded at the hospital. A review of the manufacturing records indicated that the product met specifications upon release. An edwards technical support representative visited the account in an attempt to determine a potential cause or contributing factors to the event. It was determined that their normal protocol is to apply sequential compression devices (scds) to the patients. Some patients have ¿double stick¿ in the neck, and some of the patients are kept cool (around 32 degrees c). The edwards representative explained that this may affect cco/cci or cause it to possibly jump around as the thermal element warms the blood as it passes by, and that typically when patients are that cool they are in the or on bypass and cco/cci is not running. Additional instruction included that high volume infusions through a cvc or the sidearm of the catheter (colder than the patient¿s own blood temperature) could also affect the temperature readings and impact cco/cci. Review of the available information suggests that clinical factors may have contributed to the events reported. No actions will be taken at this time.

Manufacturer narrative:
The catheter is expected to be returned for evaluation; however, it has not yet been received.

Event description:
It was reported that the catheter was inserted on (B)(6) and catheter was unable to be floated, which the catheter was unable to obtain wedge. Pcxr: coiled, not knotted and there was no ventricular tracing. On (B)(6) initial svo2 readings were 30's, the lab svo2 was at 58. The monitor was changed: svo2 on monitor read 60's, lab drawn 66. The balloon popped. A new catheter was inserted on (B)(6) from another lot number. It was confirmed that there were no patient complications due to the vigilance of the sicu team and rn's to question the data from the catheter. The issue was resolved by replacing the catheter. Additional information has been requested; however, it is not yet known if tip placement was correct and confirmed or if the sqi (signal quality index) was in an acceptable range.